Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the mechanism that holds the stem failed and the stem fell off the handle. Was not able to reattach to the stem."